Event description:
It was reported that a malfunction code appeared on the customer's device. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue happened again.